Manufacturer narrative:
The customer's inhouse biomed engineer performed an onsite investigation and reported back to our ge service representative when he arrived at the customer's site. The system's power cable was found to be loose and the biomed engineer repaired the loose connection. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.